Event description:
It was reported that an unspecified number of an unspecified bd needle experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Verbatim: this is from a patient that complained about the waxiness of the needle. She also stated that it looked like this directly out of the sealed package.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: this is from a patient that complained about the waxiness of the needle. She also stated that it looked like this directly out of the sealed package.